Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's keypad was unresponsive. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The results code grid and conclusion code grid have been updated. The initial medwatch report indicated: results code grid: operational problem and conclusion code grid: cause not established the initial medwatch report should indicate: results code grid: electrical/electronic problem identified and conclusion code grid: cause traced to component failure

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's keypad was unresponsive. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.